Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci prostatectomy procedure and subsequently expired on (B)(6) 2012. Intuitive surgical was not provided with the operative report. No supplemental information was provided. The da vinci serial or model is unknown. In (B)(6) 2012, the patient underwent a da vinci robotic-assisted prostatectomy for unknown reason. Allegations of patient complications were as follows: per robotic surgery claim form, the patient had surgery in (B)(6) 2012 and passed away (B)(6) 2012. He sustained a stroke and knicked bladder. There was no indication of a malfunction of the da vinci surgical system, instrument, or accessory during surgery. There was no report of an intra-operative complication.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the patient's death. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: after undergoing a da vinci procedure the patient passed away on (B)(6) 2012.